Event description:
The patient was enrolled in the (B)(6) clinical study (B)(6) on (B)(6) 2020 with patient identifier (B)(6). It was reported that a sudden death occurred. Transesophageal echocardiography (tee) one day prior to the index procedure revealed a left atrial appendage (laa) lobe with an ostium diameter of 15.0mm and length of 23.0mm. Tee also revealed that the patient's left ventricular ejection fraction was 65%. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 18.0mm. The patient was discharged home on aspirin and clopidogrel. During an additional follow up visit one hundred twenty five (125) days post index procedure, tee assessment revealed a complete seal with no evidence of thrombus. One hundred fifty one (151) days post index procedure, the patient died suddenly at home. The patient was on aspirin (100mg) and clopidogrel (75mg) at the time of the event.